Event description:
It was reported that there was an infection to the 2nd stimulator because the 1st stimulator had puss from it and the lead was left in patient. Because of the infection from the old lead she says it followed to the new neurostimulator. The patient ended up getting both bacterial encephalitis and meningitis as a result and both had to be removed in 2010 in emergency procedure. She was put into an induced coma for almost a month due the infections. The neuro pump device was removed because at the time that she went in they didn't know which one was infected so because they had already gotten into her spinal cord they removed it. This was in 2010. The leads are still there. She would like to remove them. She was still taking cephalexin 250 mg antibiotic every 12 hours. It's been five years now, but she was afraid they will become infected again so that was why she wants them removed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v367301, implanted: (B)(6) 2009, product type: lead; product ID 3889-28, lot# v156080, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. (B)(4).